Manufacturer narrative:
The device was not returned. However, the device log files were provided for evaluation. A review of the log files indicated that the 24v supply is missing from the cfb, confirming the mainboard is defective. A quote was provided to the customer for a replacement mainboard; however, a purchase order has not been received by the customer at this time.

Event description:
Complainant reported the device experienced multiple technical failures; 300- device in failsafe and 316- failure to deliver therapy. No patient involvement reported.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.